Manufacturer narrative:
After battery installation, the pump gave an unexpected blank / white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. The pump had a cracked and bleeding lcd glass. Unable to perform functional testing due to the display anomaly. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a blank screen on the insulin pump. The customer also reported the insulin pump would blink and go blank. The customer's blood glucose was unknown. Customer declined to troubleshoot for the insulin pump. Customer agreed to return the insulin pump for analysis.